Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet did not charge unless pressure was applied to the charger, and charging ceased when pressure was removed; the user intermittently disconnected the pump while attempting to charge, and a replacement charger and cable were arranged. Symptoms included hyperglycemia up to 311 mg/dl following strenuous activity and an overcorrection for a prior low, with leg pain reported when glucose was low. Outcomes included no medical intervention, no ketone testing, and self-management by reconnecting and charging the pump. Investigation included troubleshooting with the user, verification of charging function via alternative chargers and outlets, and arrangement of replacement charging components. Investigation of this case revealed a suspected charger and/or cable connection issue consistent with unreliable power transfer at the charging interface, which likely contributed to intermittent pump disconnection and resultant glucose fluctuations during a period of high activity. It was concluded, based on previously established findings for similar reports, that a hardware connection malfunction of the external charging accessories was the most probable cause.